Event description:
It was reported on (B)(6) 2011 that the patient experienced a loss of stimulation sensation and a loss of therapeutic effect. The patient did not get stimulation at six or greater volts on programs one and two. The device was changed to program three and the patient felt stimulation. Additional information received on (B)(6) 2012 reported the patient had back pain and needed magnetic resonance imaging (MRI) done for treatment. The patient's device was therefore removed. No hospitalization was required and the patient sustained no injury.

Manufacturer narrative:
Product ID 3889-28, lot# v727846, implanted: 2011 (B)(6), product type lead, product ID 3095-10, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).